Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately, 5 months post initial procedure the patient has been identified with a possible type 1 endoleak (indeterminate origin). The patients current condition was not provided.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 1a endoleak of the proximal component is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an additional endovascular procedure occurred that was not included in the event as reported, which involved the implant of a palmaz (non-endologix) stent on (B)(6) 2022. This finding was discovered during an examination of the operative note and discharge summary, both dated (B)(6) 2022. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported to be discharged home on the day of the procedure in improved condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b2 outcomes attributed to ae b5 describe event or problem g3 awareness date h6 health effect - clinical code; remove 1924 h6 health effect - impact code; remove 4614 h6 medical device probem codes; remove 3190 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately 5 months post initial procedure the patient has been identified with a possible type 1 endoleak (indeterminate origin). The patient's current condition was not provided. Additional information: clinical assessment confirmed that the physician elected to treat the patient by implanting a palmaz (non-endologix) stent on (B)(6) 2022.